Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of edema, erythema, and itching are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported 3 days after injection in an unspecified site with juvederm voluma with lidocaine the patient developed redness, edema, and itching on the right cheek and on the left cheek the following day. Patient was treated with augmentin and solupred. Symptoms resolved 6 days after injection.